Manufacturer narrative:
H3: analysis of recharger. Model # : 97755-s, s/n:(B)(6), reveled: no anomalies were visually observed, passed bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that they are trying to return the old recharger. Agent reviewed information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last night when they were charging their implantable neurostimulator (ins) they got system problem rm03 message. Patient(pt) said they got the same message three times. Pt said they normally takes an hour to charge but now it took them 2 hours. During the call, agent had the pt check the recharger pins and wire for damage and no damaged was reported. Agent had the pt reset the controller. Pt said the controller battery was 100% and implant 90%. Agent had the patient start ins charging session and patient said charging in an excellent quality. Pt was asked if they feel the recharger getting warm or hot during ins charging session, pt said they got cmp they don't have feelings on their hand. The issue was not resolved. A request was sent to the repair department to replace the recharger.